Event description:
The pt contacted lifescan alleging that their sure step enhanced meter powered off during use. The medical affair specialist left a phone message for the pt and sent a letter to the pt. The pt stated that the meter had been powering off during use for 2 weeks. They replaced the batteries. The meter "worked successfully on rare occasions". The pt stated that they were guessing at their insulin dosage, as they were not always able to obtain a meter result. Last week, they experienced symptoms of feeling unbalanced and having heavy eyes. They were taken to the hosp where a result of 568 mg/dl was obtained on the hosp meter. The pt was treated with an insulin shot and blood pressure medications. The customer care rep (ccr) confirmed that the meter shut off before the automatic shut off time was up. The batteries had been replaced within one year and were correctly installed. The battery contacts were in good condition. The ccr walked the pt through replacing the batteris and retesting; the power issue was not resolved. As the power issue was not resolved, there is an indication that the product malfunctioned. The pt attempted to use the meter and was unable to obtain meter results on which to base their insulin dosage. There is an indication that malfunction of the product contributed to the pt experiencing hyperglycemia requiring medical intervention. The event meets the criteria for an adverse event medical device reportable. The meter, test strips, and control solution were replaced.

Event description:
The patient contacted the company alleging that their sure step enhanced meter powered off during use. The medical affairs speicialist left a phone message for the patient and sent a letter to the patient. The patient stated that the meter had been powering off during use for 2 weeks. Patient replaced the batteries. The meter "worked successfully or rare occassions." The patient stated that they were guessing at their insulin dosage as they were not always able to obtain a meter result. Last week, they experienced symptoms of feeling unbalanced and having heavy eyes.patient was taken to the hospital where a result of 568 mg/dl was obtained on the hospital meter. The patient was treated with an insulin shot and blood pressure medications. The customer care representative (ccr) confirmed that the meter shur off before the automatic chut off time was up. The batteries had been replaced within one year and were correctly installed. The battery contacts were in good condition. The ccr walked the patient through replacing the batteries and retesting; the power issue was not resolved. As the power issue was not resolved, there is an indication that malfunction of the product contributed to the patient experiencing hyperglycemia requiring medical intervention. The event meets the criteria for an adverse event medical device reportable. The meter, test strips, and control solution were replaced.